Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of an unspecified quantity of dual luer lock cap, male/female port protectors were difficult to open. These packages were often challenging to open, sometimes requiring scissors which may compromise sterility. Additionally, the packaging lacks a clear peel point, making it difficult to open. These issues were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4 and h6. H11: the actual device was not available; however, companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included peeling open the flexible blister to expose the dual luer lock cap and there were no issues noted. The reported condition was not verified in the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.